Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, an unspecified number of tubes have exhibited stopper pop off resulting in sample leakage as well as poor clot formation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-jun-2025. Investigation summary: bd received 10 samples for investigation. The 10 customer return samples and 30 retention samples underwent visual inspection for an additive abnormality related to poor clot formation with no issues identified. Additionally the 10 customer samples along with 13 retained samples underwent functional testing for stopper defects. During this testing 9 customer samples and 7 retained samples failed. Complaints for sample quality(poor clot formation) are under statistical control for the month of june 2025. At this time, further testing is not indicated based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off based on customer sample and retain sample analysis. This complaint has not been confirmed for the indicated failure mode: poor clot formation. Bd was not able to identify a root cause for the failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® serum, an unspecified number of tubes have exhibited stopper pop off resulting in sample leakage as well as poor clot formation. No adverse impact was reported regarding the patient or user.